Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) printer not working. There was no patient involvement.

Manufacturer narrative:
Additional point of contact: (B)(6), contact department: perfusion. A getinge field service engineer (fse) replaced printer,thermal,xe-50b,custom to fix the issue. The unit passed all functional and safety tests to factory specifications. Unit was cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department inspected a thermal printer and observed a residue on the printer board serial port. Based on past experience, this residue is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. Due to the damage caused by the saline and the risk it poses this part cannot be investigated any further by the failure analysis and testing department. Retaining the thermal printer in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6 (type of investigation).

Event description:
N/a.